Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the flow was set to 3 liters (l) per minute (min) but was reading 6l/min. As mitigation the flow sensor was unplugged and plugged back in and only read dashes. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) observed that the flow sensor was not working upon arrival and that one of the connector pins was bent. The fsr replaced the flow sensor and performed release testing. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the flow sensor to lab use only (luo) testing equipment. The pst observed that there was a bent pin on the flow sensor connected that was contacting at least one other pin. Despite the bent pin, the sensor could be connected to the flowmeter module, and it appeared to function. However, the flow rate displayed on the screen was higher than that of the luo sensor. The pin was straightened out removing the unwanted electrical contact and restored an accurate flow rate when the sensor was in use. It was determined that the bent pin caused the flow value on the ccm to appear higher than expected. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: the user reported an issue with their heart lung machine (hlm) during cardiopulmonary bypass (cpb). Specifically, they observed the flow sensor was detecting flow, but the readings were abnormally high. An expected ~ 3-liter (l) per minute (min) flow was reading at ~ 6l/min. The flow sensor was unplugged and plugged back in, and then was reading dashes. The flow sensor was replaced with a new one, and it was reading normally. The surgery was completed successfully. There was no delay to the procedure, no blood loss and of adverse event reported.